Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment difficulty was not confirmed as the stent was not returned and had already been fully deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar complaints. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal sheath of the delivery system was entrapped or bent within the anatomy preventing the ratchet from engaging the stent during the final deployment stroke resulting in difficulty deploying; however, this could not be confirmed. The unexpected medical intervention was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: the device was returned. H6: type of investigation code 4114 was removed. H6: investigation conclusions code 67 was removed. H6: component code 4755 removed.

Event description:
It was reported that a 5.5x80mm supera self-expanding stent system (sess) was advanced, and the stent was partially deployed. In order to fully deploy the stent, two armada 14 (2.5x200 and 3x200) percutaneous transluminal angioplasty catheters were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: the procedure was performed to treat a lesion in the superficial femoral artery. No additional information was provided.

Manufacturer narrative:
The device was not returned as the stent remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported deployment difficulty. It may be possible that the distal sheath of the supera delivery system was entrapped or restricted in the anatomy such that the ratchet efficiency was compromised; however, this could not be confirmed. The two armada catheters used to complete the procedure is likely due to procedural circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 5.5x80mm supera self-expanding stent system (sess) was advanced, and the stent was partially deployed. In order to fully deploy the stent, two armada 14 (2.5x200 and 3x200) percutaneous transluminal angioplasty catheters were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.